Event description:
It was reported that a volume discrepancy was observed during pump refill. The actual residual volume (arv) of 23ml was greater than the expected residual volume (erv) of 1.7ml. The patient was seen in the office on (B)(6) 2013 and the patient had reported increased pain (which they thought may have been due to the cold weather). There were no active pump alarms upon interrogation. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).